Event description:
It was reported to philips that the device's batteries were not charging. There was no reported patient involvement.

Manufacturer narrative:
The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board. Philips cannot rule out a malfunction of the power pca at the time of the reported event. The cause was not determined. .